Event description:
The device was being utilized for a clinical study. The pt was a male admitted for repair of a heart defect (tapvr and pulmonary stenosis) in 2007. The catheter was placed in the pt's right femoral vein. The following day, the catheter was removed due to a right femoral vein thrombosis. The pt was treated with lovenox. The venous thrombosis remained unresolved when the pt was discharged two weeks later. The pt was to continue taking lovenox after discharge and a follow-up doppler ultrasound was scheduled.

Manufacturer narrative:
Evaluation: no product was returned to assist with our investigation. Therefore, based on the info provided, we were not able to determine with certainty why a venous thrombosis was experienced. The appropriate individuals have been notified of this event and we will continue to monitor for similar situations.